Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "doctor was pinning the tibial resection guide to the tibia and the headless pin got stuck in hole."